Event description:
It was reported that the customer had been having battery issues on the insulin pump. Customer received a bad battery alarm during normal use. Customer also received a weak battery alarm and a battery out limit alarm. Customer's blood glucose level was 79 mg/dl. Customer did not receive a low battery alert prior to the off/no power alert. Customer was advised to insert a new energizer aaa alkaline battery and to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)